Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted has been ruled out. Additionally, the patient having contraindicating conditions and the patient experiencing a fall or accident have been ruled out. Another potential cause of overstimulation is device migration. The transmitter associated with the complaint will be returned for investigation. However, the device has not yet been received. An investigation will be performed on the transmitter when it is received. The stimulator is used to treat pain. The cause of the overstimulation is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported overstimulation when using one of their transmitter assemblies. Additionally, the patient reported a tingling sensation when wearing the device, with no pain relief. The programs were changed on the transmitter assembly by lowering the pulse rate and extending the dosage time. As of (B)(6) 2025, the patient is still experiencing the same issue and not receiving any pain relief, although the tingling sensations were less. The patient was instructed to wear the antenna lower on their leg (closer to the distal end). No further information is available at this time.